Event description:
The customer reported that his blood glucose reached 343 mg/dl 13 hours after the pod was activated and that the cannula was out of the tissue.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any product malfunction. The customer reported that the cannula had dislodged from the infusion. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.